Event description:
A talent abdominal stent graft sys was implanted in a pt for the endovascular treatment of a 6.1 cm abdominal aortic aneurysm. The pt had challenging iliacs and they also coiled the right side. The pt presented with limb thrombosis and a possible dissection of the right common femoral artery. The pt is on a thrombolysis regimen now with hope of getting that limb reopened. The physician thinks it has to do with his tortuous, diseased anatomy and not necessarily the stent graft. The pt had tpa and the stent reopened. The pt went home and no longer has an occlusion. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (occlusion, vessel dissection), (tortuous, diseased anatomy).